Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it was reported that this was a potential adverse event and required intervention to prevent permanent impairment/damage. Besides suturing, what intervention was required? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the delay or event? No. For this case, we have re-check with hospital, they can't confirm the lot number, but they said should be the one of below two codes: n4lp2u, n4m779. The device history records were reviewed and the manufacturing criteria were met prior to the release of these lots.

Event description:
It was reported that during a ¿vias¿ lobectomy procedure, after fired with the device on the second firing, the staples malformed with straight leg fell off and did not anastomosis the tissue. The patient lost 400ml, suture was used to sew the wound, the surgery delayed about thirty minutes. The patient is stable and left hospital. Potential adverse event; required intervention to prevent permanent impairment/damage.